Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.1g over specification.

Event description:
Left-side capsular contracture, baker grade 4.